Manufacturer narrative:
Events not reported associated with any device malfunction in the article will be reported separately. A2. Reported patient age is the mean age for all patients included in the study. A3a. Reported patient sex is representative of the majority of patients included in the study group. G4. As the onyx model information was not reported in the article, 501k/PMA is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Topiwala, k., shiwei, h., sabal, l., kahmeyer, b., grande, a., jagadeesan, b. (2024) direct percutaneous embolization of head, neck and spine tumors: a single center experience. Medrxiv: the preprint server for health sciences. Https://doi.org/10.1101/2024.07.09.24310047 medtronic review of the literature article found a single center case series review of a total of 55 patients who underwent direct percutaneous embolization (dpe) for the treatment of hypervascular head, neck, and spine tumors. 7/55 patients were treated with onyx or a combination of onyx and other embolics. The majority of patients in the case series (n=44) were treated with non-medtronic glue (n-butyl cyanoacrylate). The remaining patient were treated various other non-medtronic embolics. The article noted that 50/55 patients also underwent planned resection surgery following embolization. It was not indicated which embolic was used in each case. One patient with a jugular paraganglioma suffered a peripheral cranial-nerve vii palsy; however, this was likely due trans-arterial embolization (tae) in which onyx-18 was injected under proximal balloon-occlusion in the posterior auricular artery resulting in de vascularization of the trans-mastoid segment of the seventh cranial nerve.